Event description:
It was reported that the patient was implanted with strattice bps in a bilateral breast augmentation procedure on (B)(6) 2011. After months with no problems, the patient presented with bilateral inflammation and fluid. This continued intermittently and the device was explanted on (B)(6) 2012. No lot number was reported.

Manufacturer narrative:
The lot number of the device was not reported and the explanted device was not returned. Pathology and culture results received from the facility show no evidence of infection. Review of pathology results reveals an inflammatory process bilaterally. While the root cause of this event cannot be determined, it is unlikely caused by the device given the time from implant to presentation of symptoms. A review of medical records, including a biopsy taken prior to explants, reveals an inflammatory response surrounding a substance consistent with suture material. Device was not returned to lifecell.